Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged/won't secure to monitor) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to connect to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt's connector was damaged and would not secure into a monitor.